Manufacturer narrative:
The apollo micro catheter (model: 105-5095-000 lot: a694436) and a second apollo micro catheter (model: n/a lot: n/a) were returned for analysis within a shipping box; within a tyvek bio-pouch; within a sealed plastic bio-pouch and within a re-sealable plastic bio-pouch. T the apollo total length was measured to be ~147.8cm, the usable length was measured to be ~141.6cm (specification y: 165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~2.7cm (specification: 25.0cm +2.0cm / -1.0cm). When compared to the product drawing, ~25.0cm of the apollo micro catheter distal floppy segment was found to be separated and missing. It was reported the separated segment was removed from within the patient. Therefore, it is likely the separated segment was discarded at the site. Onyx residue was found within the apollo hub. The apollo catheter body was found to be stretched at the proximal-distal catheter segment fuse joint. The tubing material of the apollo catheter separated end exhibited with stretching and jagged edges within the in ner elliptical wire exposed. No other anomalies were observed. (Second apollo) ¿ the apollo total length was measured to be ~171.9cm, the usable length was measured to be ~165.5cm, and the distal floppy segment was measured to be ~27.4cm. It could not be determined if the usable length or distal floppy segment lengths met specifications as the make/model was not provided. Onyx residue was found within the apollo hub. The apollo distal floppy segment was found to be stretched. The apollo ldpe coupling tube (high) bond was found to be damaged. The apollo detachable tip was found to be detached and not returned. The ldpe overlap length was measured to be 1.72mm. Onyx residue was found with the ldpe overlap region. No other anomalies were observed. T first apollo - the apollo micro catheter was returned for analysis with ~25.0cm of the apollo micro catheter distal floppy segment separated and missing. It was reported the separated segment was removed from within the patient and likely discarded at the site. The apollo catheter body was found to be stretched and separated. The tubing material of the apollo catheter separated end exhibited with stretching and jagged edges within the inner elliptical wire exposed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. It is likely the patient¿s anatomy may have contributed to the difficult removal of the apollo micro catheter. Angioarchitecture (very distal bavm fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, and onyx injection time can cause difficult catheter removal or catheter entrapment subsequently causing the catheter to separate if excessive pulling force was used. Damages found with the returned apollo micro catheter indicates excessive pulling force was used causing the catheter to separate when the tensile strength of the tubing material was exceeded. It is likely the apollo micro catheter was pulled beyond the 20cm limit noted in the IFU. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the arteriovenous malformation (avm) onyx embolization, the apollo catheter¿s distal segment was reported to have broken. The piece was resected / removed from the anatomy. The tortuosity of the anatomy and the stryker (B)(4) slipping caused a loss of support for the apollo, thus, it broke. No patient injury was reported to have occurred. The devices were all prepared per the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The anatomy was reported to have been moderate in tortuosity. No images were available for review. It was confirmed that the distal section of the apollo was removed during resection of the avm. Onyx (B)(4).